Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the arctic sun device was failing calibration error 80 actual value 29, expected value 6. Per additional information updated from ttm on 30mar2026, s/n: (B)(6) was giving calibration error 80, expected was 6 and actual was 29.38. Per review wo notes in the diagnostics chiller temperature (t4) was indicated 4.6c. Discussed this was indicative of a failed mixing pump. Requested a quote for a 2k hour service and loaner.